Manufacturer narrative:
The investigation consisted of a review of product historical data, product labeling, and consultation with on-market engineering. A review of customer complaints did not identify any other complaints or trends for this issue. The returned fan assemblies (3 fans) had their coil resistance measured using a calibrated fluke 87 digital multimeter and 2 out of the 3 fans were out of specification. The damage stated in the complaint could be the cause of the out of specification fans. The reported smoke coming from the 3 fans of the cell-dyn ruby analyzer may have been caused by accumulation of dust rubbing on the ball bearing inside the fan, which in turn caused excessive coil current overheating, damaging the fans. The cell-dyn ruby operator's manual was reviewed and provides adequate information related to this incident. Based on the investigation no product deficiency was identified for cell-dyn ruby, serial number (B)(4) or the 3 fan assemblies (part number 8921213001).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported observing visible smoke and a burning smell from the cell dyn ruby analyzer. There was no impact to patient management, user safety, or facility damage reported.